Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,500 ohms. A lead safety switch was recently detected. A chest x-ray was performed and it appeared that the lead was fractured. The patient is pacer dependent and has a rate in the 30's, in which, they are tolerating at this time. The patient has been hospitalized and will undergo a revision procedure.

Event description:
Additional information indicates that this patient had a temporary pacer wire placed which resulted in a perforation and cardiac tamponade. The fluid was successfully drained and no further complications were reported. The patient underwent a revision procedure and this lead was cut, capped and abandoned. A portion of the lead was to be returned for analysis. A new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory analysis confirmed that the lead had fractured. The location and type of damage is consistent with entrapment in the clavicle/first rib region.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.